Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cholecystectomy, the obturator/trocar and the cannula was broken. As reported, when the introduction of clamps on the device was started, the valve broke. It was reported that they changed the device (trocar) to complete the case. There was no patient injury as stated.